Event description:
It was reported that the patient was no longer getting pain relief due to paddle lead migration. The patient underwent a lead explant procedure. No device malfunction was suspected. The explanted paddle lead was discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.